Manufacturer narrative:
(B)(4). The customer evaluated the device and discovered that the compressor power controller cable was frayed. A service engineer (se) then replaced the cable.

Event description:
It was reported that a ventilator did not pass the power on self test (post) and alarmed. There was no patient involvement.